Manufacturer narrative:
Failure analysis: mark 7a respirator pn: 07150a sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The respirator was evaluated and found to have been tampered with. The respirator has leaks at tubing assemblies pn: 06825, pn: 06816 and check valve pn: 4224. Also, the left hand valve assy pn: 04095 was found to be loose and the indication arm pn: 00190 was out of calibration. Finding/root-cause: duplicated, failed performance checks, complaint allegation. This was isolated to tampering which caused leaking at multiple tubing assemblies, loose left hand valve assy, and an out of calibration indication arm.

Manufacturer narrative:
Carefusion shipped a replacement device to the distributor in the (B)(4). Carefusion issued a return goods authorization (rga) number to the distributor in the (B)(4) for the return of the alleged faulty device for evaluation. As of august 07, 2015, the alleged faulty device has not been received.

Event description:
The distributor in the (B)(4) reported that the device is self-triggering (auto-cycling) at approximately every minute. The device is an out of box failure.